Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2014 a patient received a mitroflow dla21, sn (B)(4), implant in (B)(6) as part of a aortic valve replacement. On (B)(6) 2018 the patient received a redo aortic valve replacement and the mitroflow dla21 was explanted. The valve was replaced with a perceval pvs21, sn (B)(4). It was reported the patient did well for a while, but over the last year or two they developed progressively worsening shortness of breath. Her original surgeon retired and she was worked up by dr. (B)(6), a cardiac surgeon in (B)(6). She was found to have severe prosthetic aortic valve stenosis. The ascending aorta was somewhat dilated and cardiac catheterization suggested that she may have a significant lesion of her right coronary artery. Because of the complexity of the case, it was requested for the patient to be transferred to (B)(6). Echocardiography confirmed that she had very severe aortic stenosis with moderate-to-severe aortic regurgitation of this prosthetic aortic valve. There was also quite a lot of mitral annular calcification. Lv function was well preserved. Gated cardiac CT scanning was performed and showed that the maximum dimension of the ascending aorta was 4.1 cm. The maximum aortic annulus dimension that could be achieved by CT was 18 mm indicative of a very small aortic root. Examination of the coronaries showed that she did not have significant coronary artery disease. The plan was to perform a redo aortic valve replacement and not replace ascending aorta as it was about 4 cm only. In the operating room tee confirmed the preoperative findings. A median sternotomy was performed. No adverse event was encountered upon sternal reentry. There were extremely dense adhesions encountered and this greatly increased the duration and difficulty of the procedure. A retrograde cardioplegia catheter was placed via the coronary sinus and a vent placed via the right superior pulmonary vein. The patient was placed on cardiopulmonary bypass and aortic cross-clamp was applied and cardioplegic arrest was achieved with retrograde del nido cardioplegia. A total of 1200 ml was given. An aortotomy was now made and the diseased prosthetic aortic valve was exposed. A few hundred ml of cardioplegia was given directly into the right and left coronary ostia now. An excellent electromechanical arrest of the heart was maintained throughout the cross-clamp. The mitroflow valve, which was diseased had heavy calcification at the posts and in the belly of the leaflets. The valve was now excised with great care being taken not to disrupt the native aortic annulus. Old fabric and most of the pledgets were also removed and the annulus was carefully debrided. It was now sized and a small sized perceval valve was found to offer the best fit. A 4-0 prolene suture was placed at the nadir of each cusp and these were now used to guide the valve down into the annular plane. The valve was deployed and ballooned to 4 atmospheres as recommended. It was well positioned. The aortotomy was closed in 2 layers with 4-0 prolene. The usual de-airing maneuvers were performed and the cross-clamp was released. The heart began to beat spontaneously. A paced rhythm was instituted temporarily until she regained her own normal rhythm. Soon, the patient was weaned off cardiopulmonary bypass. Echo showed that the valve was well seated with no perivalvular leak. Mean gradient was around 10 mmhg, mean gradient on the diseased prosthetic valve at the start of the procedure had been around 80 mmhg. Left and right heart function had been well preserved. Protamine was given. Decannulation was performed without event. Hemostasis was obtained without difficulty. A chest tube was inserted and routine closure of the chest was now performed. A parasternal block with exparel had been performed. The soft tissues were closed in layers with absorbable suture and she was transferred to the ICU. There was minimal bleeding. No blood products had been given. She was not on any drips and she was doing very well.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. Based on the information provided the root cause of the event is deemed to be calcification leading to structural valve deterioration and stenosis. Because the valve is not available for further analysis no further investigations can be performed at this time and the cause of the reported calcification cannot be established.